Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented via remote transmission, far-field r-wave over-sensing was observed. The patient did not receive therapy. Programming changes were discussed and will be made when the patient is seen in-clinic next.